Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was no pacing from the lv (left ventricular) lead due to high thresholds. Dislodgement was also indicated. The lead was capped and replaced. No patient complications were reported as a result of this event.